Event description:
It was reported that the intra-aortic balloon pump (iabp) immediately alarms 20 minutes battery remaining when unplugged from ac power. The iabp has been plugged in at all times. This occurs every time they unplug. As a result, the iabp was swapped out as the patient will need to be transferred again later to the or. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint of short battery runtime is not able to be confirmed. If the device is received at the investigation site (chelmsford) on a later date, a full investigation will be performed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) immediately alarms 20 minutes battery remaining when unplugged from ac power. The iabp has been plugged in at all times. This occurs every time they unplug. As a result, the iabp was swapped out as the patient will need to be transferred again later to the or. There was no report of patient complications, serious injury or death.